Manufacturer narrative:
The customer returned the bottle of strips for qa. They gave e11 using control and blood. E11 indicates exposure to moisture which usually causes high results. Retention reagent gave satisfactory performance.

Event description:
The customer opened a new bottle of contour test strips and found the cap was open. No adverse events were alleged. The customer returned the strips for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer